Manufacturer narrative:
Philips service checked the system and noted a low disk space warning before handing it over. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy was not functioning during a procedure and logs were unavailable on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.